Event description:
The customer reported an incident of insufficient weight removal. The mechine was programmed to remove 11 kg from the pt over five hours, but at the end of the treatment it was found the machine had only removed 2.9 kg. No pt injury or medical intervention was reported. Note that this MDR is not being filed against the insufficient weight removal but against the leaking bypass valve that was found during machine checkout.